Event description:
It was reported that a right ventricular lead impedance alert occurred indicating that impedance was below 200 ohms and double t waves were counted. Sensing was changed from 2.0 mv to 3.0 mv. Surgery was performed due to aortic valve stenosis and the lead was replaced at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the distal insulation was damaged due to abrasion. The reported low lead impedance was due to the damage insulation.